Event description:
It was reported that the patient used the premapore that had a very strong glue. It pulled his skin off as he removed the tape. It had led some bleeding. The patient did not receive any treatment for the skin.